Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator generated error codes while connected to a patient. The error code indicated an internal +12 volt power error, disabled valves, barometer pressure error, and communications errors. There was no patient harm. (B)(4).

Manufacturer narrative:
Three different boards, i.e. The control, the monitoring, and the pressure transducer printed-circuit (pc) boards were returned for investigation. Visual inspection concluded that there was excessive contamination/oxidation caused by a liquid spill on the three pc-board, with the consequence of potential short-circuit. The device logs confirmed the reported technical errors, indicating a problem with the internal +12 volt power error, disable valves, barometer pressure error, and the communication errors. The technical errors were due to the spillage. Our conclusion into this matter is, that the cause for the reported errors was a result of a spillage of liquid that had occurred on the circuit boards, which led to a temporarily short-circuit and generated several technical errors. Unexpected spillage/liquid (user error)on the control pc-board may result in a short-circuit and cause a stoppage of ventilation. The device was manufactured in 2003, and has a ingress protection degree due to applicable requirements at that time.

Event description:
(B)(4)